Event description:
Mask lodged in throat; due to wearing a mask and engaging in high exertion activity, my child was breathing heavier than normal. She breathed her mask in so deep that she was unable to breath. She was in the middle of a game of basketball, dribbling the ball and had no free hands to pull it out immediately. Soon after, she had to stop dribbling and pull it out. Heavier breathing, light headedness, and coughing followed. FDA safety report ID # (B)(4).